Event description:
Event description guidant received information that this pacemaker patient's right ventricular and atrial leads had become dislodged. While the right ventricular lead had become microscopically dislodged, it was determined that the atrial lead had dislodged and was located in the ventricle. It was noted that both leads had been difficult to place several months prior during the implant procedure due to patient anatomy. During the revision procedure, both leads were explanted and successfully replaced with other models. The leads were returned to guidant.